Event description:
Pt reported that some of the 3ml syringes [cartridge] from last shipment lot # 4266305 are sticking and it's very hard or not possible to use them to draw medication. Pt is able to use cartridges on hand until 5/4 shipment. Reported to (B)(6) by pt/caregiver.